Event description:
It was reported that the handpiece began overheating during a wisdom tooth extraction. There was no reported patient or user injury, and the case was completed successfully with another device.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the reported condition of the device overheating during usage could not be confirmed. Based on the investigation details, a possible cause for the reported overheating was rotor rub or a worn driveshaft. The driveshaft, bearing stop, nose cone, and other components were replaced. Service did a clean, lube, and adjust to the drill, and it was returned to the customer.